Event description:
A customer reported to beckman coulter inc (bec) that coulter lh750 hematology analyzer was leaking and giving vls (vent line sensor) air errors. The customer was wearing ppe consisting of a lab coat and gloves. There was no report of exposure to mucous membranes or open lesions. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. Patient results were not affected, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found damaged tubing and replaced the tubing. The customer is now operational and the leak has been resolved. Root cause for the leak was damaged tubing. (B)(4).